Event description:
Touchscreen would not calibrate. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 16sep2019. Date of report: 18sep2019. Failure investigation verified the customer complaint of touch screen out of specification. Investigation was unable to calibrate touchscreen. Noted resistances were out of tolerance. The root cause of the failure was determined to be resistance drift of screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: june 24, 2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue and replaced the touchscreen to address the reported problem.

Event description:
Touchscreen would not calibrate. There was no patient involvement.